Event description:
Patient on continuous veno-venous hemodialysis (cvvhd). Activated nxstage replacement bag of fluids and lifted the bag and fluid started to flow all over counter and floor through a hole along the seam where the bag is activated. Called pharmacy to get a replacement bag in order not to delay treatment and bag was replaced.